Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was confirmed. Method & results: device evaluation could not be completed as the devices associated with the event were not returned. A review of the reported event by a clinical consultant concluded: available x-rays in 2015 show a grossly loose stem in varus with radiolucent lines all around plus distal cortical hypertrophy and pedestal formation below the stem tip. At revision surgery, the hipstar stem was loose and exchanged for an alloclassic sl device (zimmer) with new femoral head and liner in a shell that was retained because well-fixed. No implants were returned for investigation. This pi case has its root cause of failure in a procedure-related factor of cup malposition causing overload in the bearing section thereby contributing to stem failure. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation confirmed that loosening of the stem had occurred. A review by a clinical consultant concluded that cause of failure is ''cup malposition causing overload in the bearing section thereby contributing to stem failure'' no further investigation for this event is possible at this time. If devices and/or additional information is received by stryker orthopaedics this investigation will be reopened.

Event description:
It was reported that the patient suffered from pain in operated hip ongoing from (B)(6) 2012 this was treated with painkillers and physiotherapy, after aseptic loosening was diagnosed, a revision occured on (B)(6) 2015.